Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the investigative data received, a cause could not be identified, and the suggested phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that, the evis exera iii xenon light source had communication error code b30. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation found a bad scope socket connection but unable to confirm the reported b30 communication error. The olympus lamp life meter is reading 100 plus hours which is within specification. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.